Event description:
It was reported that the device would not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control isolated the cause for the malfunction to be an electrical short of a capacitor, designator c12, on the interface pcb assembly. Failure of the interface pcb resulted in the reported failure and damaged other pcb's. Physio replaced the interface pcb assembly and other related pcb's to observe proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.